Manufacturer narrative:
On july 10, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On july 15, 2015, the report was sent to the initial reported and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 03/25/2015: lot 113910: (B)(6) stems produced and released on 12/20/2011. No anomalies found. To date, all the stems of the lot have been sold without any similar issue reported. On 03/23/2015, we were informed that the items will not return back. On 03/25/2015, the medical affairs director checked the x-rays with the following comment: no pt info is available, but the femoral cortical bone is highly trophic and the shape is type dorr a. In this cases, albeit very rarely, the potting phenomenon may occur, especially if the rehabilitation protocol has been somewhat "pushed", often because the pt, normally very active in these cases, has been feeling very well and abandoned precautions. The implant orientation appears correct (from one radiograph it is difficult to tell), but it is unlikely that the cause for revision is to be sought in placement problems. There appear to be no direct failure of our implants; the fact that osseointegration happened in the distal area before it did proximally is unfortunate and often early-activity related.